Manufacturer narrative:
Date of event noted as (B)(6) 2019 as the notification date was (B)(4) 2019 with no further specific dates.

Event description:
It was reported that a device label was incorrect. It was discovered in the (B)(4) warehouse that a few units of the sterling balloon catheter had a discrepancy between the upn description in sap and on the product label. In sap, it is noted that the device is 4f, while the label indicates 5f.